Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The customer reported that eogo was visualized during the pump exchange procedure; however, evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not confirm any evidence of eogo or any other device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The distal portion of the pump cable and the modular cable were also returned. Approximately 3¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment, a portion of the bend relief was cut prior to the return. Two additional segments of the outflow graft were returned, measuring approximately 1" and 3" in length. The apical cuff was not returned. A crease in the outflow graft was observed through a lengthwise window cut into the bend relief. Upon further examination, no tissue accumulation was present within the deformation. A thin biological layer was observed in a different location, proximal to the graft hardware, that did not appear to have obstructed flow. No tissue accumulation was observed within the cut-out section of the bend relief, nor was any creasing observed on the other returned sections of the graft. Of note, a free tissue formation was returned along with the pump that was not adhered to any surface. This tissue formation appeared to have come from outside of the bend relief and was not related to the report of outflow graft obstruction. The graft attachment, as well as the lumen of the sealed outflow graft, showed no evidence of adhered depositions or thrombus formations. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the reported low flows prior to the pump exchange. No other notable events were captured. The pump appeared to function as intended for the duration of the log files. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. Section 8 of the IFU ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis was requested on a patient admitted to the cardiovascular intensive care unit from the stepdown floor due to low flow events. The low flows appeared to be positional in nature and the clinicians were concerned that suction events may be playing a part. The patient had a normal bedside echocardiogram with ramp on (B)(6) 2024 that showed stable filling pressures and stable mean arterial pressure (map). The event log file captured low flow events on (B)(6) 2024. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. It was reported that the patient had a clot on the outflow graft, which was identified with a computed tomography angiography (cta). The site suspected an extrinsic outflow graft obstruction (eogo). The patient returned to the operating room on (B)(6) 2024 for a pump exchange. Eogo was visualized during the exchange and confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.